Manufacturer narrative:
April 08, 2011. This event concerns a device that was manufactured and used outside the united states. (B)(4). Analysis is pending. Conclusion: episodes recorded over the follow-ups periods revealed the presence of non physiological signals. Because of these oversensing events, pacing could be inhibited. This phenomenon could be related either to leads issue (dislodgement, insulation failure, conductor fracture), or connection issue. None of them could be confirmed; connection issues are more likely suspected since this behavior is present on both leads. According to available data, a re-intervention should be considered to check proper lead connection and operations. The device operated as specified.

Event description:
Reportedly, on (B)(6) 2011, the physician observed high ventricular impedance and oversensing episodes recorded in the device memory. The physician decided to perform an x-ray analysis of the leads although he had not noticed any anomaly. Since the physician suspected both device and lead failure, re-intervention was scheduled on (B)(6) 2011. During the re-intervention, the ventricular lead was pulled out without unscrewing set-screws. The device was explanted and returned for analysis.